Event description:
Small piece of wire broke off while being manipulated. Wire lodged between struts of a stent. Patient stable. Physician opted to continue with procedure and not attempt removal. New stent placed over area. Patient remained stable throughout.complex chronic total occlusion tortuous anatomy previously stented vessel resulted in manipulation of interventional equipment. Rare occurrence, additional stent deployed to entrap portion of wire.